Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported on (B)(6) 2019, after a revision surgery last (B)(6) 2019, the surgeon recognized that the both set screw and rod were came off dissociated under x-ray. Surgeon suspected that the damage of the screw thread was because the surgeon did not tighten the set screw forcibly. The revision surgery performed on (B)(6) 2019. Procedure was successfully completed, and the patient¿s condition is now stable and under monitoring. Concomitant device reported: unknown rods (part # unknown, lot # unknown, quantity unknown). This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. The returned set screws feature weak witness marks. Typically, set screws witness marks are symmetrical marks on opposing sides of the bottom of the set screw that start as a sweeping scuff mark across its face and end in an indent. The returned set screws do not feature such markings. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the set screws loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod properly. This may have permitted the setscrew to become loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.